Event description:
Hm3 implant (B)(6) 2019 and ascending aorta replacement. Pt was taken back to the operating room for bleeding later that evening. The following day, he was woken up and followed all commands prior to extubation. After extubation, he had a sudden change in neuro status. Pt was reintubated and taken to CT scan. Although nothing was seen initially on scans, subsequent scans showed infarct in the right cerebellar hemispheres, right temporal lobe as well as a right parietooccipital region. This resulted in left sided hemiparesis. Neurology advised to restart anticoagulation and follow CT scans. Pt was extubated again (B)(6) 2019 and unfortunately was reintubated (B)(6) 2019. Recommendation was for trach and g-tube placement on (B)(6) 2019, however, the pt's family decided that the pt would not want to have those procedures done. The pt's family asked to withdraw care and make the pt comfortable on (B)(6) 2019. Fentanyl and ativan were given. Levophed was stopped. Pt was extubated and the vad are stopped. The pt expired at 12:26 pm on (B)(6) 2019.